Manufacturer narrative:
Notes added regarding auto mode feature.

Event description:
It was reported via phone call that the customer was not using the auto mode feature at the time of the reported event.

Manufacturer narrative:
The information provided date of incident with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Current blood glucose was 120 mg/dl the customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will not returned device for analysis.